Event description:
--

Manufacturer narrative:
(B)(4). No further information concerning this case was made available from the field despite multiple attempts to gain additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and device were oversensing noise which almost caused inappropriate therapy. A slight downward trend in pacing impedances was also observed, however no measurements were out of range. Myopotential testing and isometrics was able to reproduce the noise and the physician believes the rv lead is fractured due to a subclavian crush. Additional information from the field indicated that this fracture has not been determined through either x-ray of fluoroscopy. The patient¿s system was reprogrammed and a revision procedure will take place within the next few months, although no specific date has been given. The rv lead and device continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.